Event description:
The technician alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake mechanism assembly to resolve the issue.